Manufacturer narrative:
The user reported the battery expanded and is not holding charge. A battery was returned with the device. No damages or defects were observed to the battery or the battery compartment. The battery was not observed to be swollen. The back cover was able to completely close with the battery in the device. Initially, the pdm did not power on using the returned battery. The device was allowed to charge using the returned battery and powered on with no issues. Upon powering the device on, the device was in the initialization set up, indicating the device was reset. The log and ibf files were able to be downloaded, however, no relevant data is available due to the device being reset. The pdm was charged to 100% and paired with a new pod to simulate typical patient use. A reference pdm was also paired with a new pod to simulate typical patient use and to compare the battery life of the two devices. After 24 hours, the returned pdm and reference pdm both had over 65% battery level. Based on the battery life test and the battery life of a reference pdm, no issues were observed with the returned device holding charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the battery of the omnipod personal diabetes manager (pdm) expanded and was not holding a charge.